Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim user guide states, "it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm." The t:slim user guide states, "replace the cartridge every 48 hours if using humalog." Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels in the 400-500 mg/dl range. During troubleshooting with tandem technical support, the customer noted the pump date was inaccurate. The customer reported the pump date may have been previously set incorrectly. In addition, the customer reported the cartridges are typically in use for 3-4 days, and customer's hands were not washed prior to testing bg levels with a bg meter. The customer addressed bg levels with boluses via the pump. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.